Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. Corrected fields - h6(medical device ¿ problem code). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed the failure and replaced the compressor, scroll (0119-00-0236) and the mufflers (0103-00-0631), (0103-00-0499). After repair the unit all functional and safety tests per manufacturer specifications.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp), indicated power up test fail code 14, there was no patient involved.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (component codes).